Event description:
The stapler did not fire properly so the surgeon stopped firing the device. After the surgery was finished the patient was checked with an x-ray and a piece of the staple cartridge was found in the patient's cavity. Re-operation was performed to retrieve the piece. During the operation the surgeon fired three times in total with the instrument, but it is not known which sulu was involved.